Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06933. It was reported that patient presented for an elective dual chamber pacing system changeout on (B)(6) 2020. During the procedure, the atrial and right ventricular lead were capped. After the procedure, the patient experienced fever, chest pain and fatigue and developed an infection. The capped leads were then explanted. The patient was stable.